Event description:
It was reported that, "the tip of the screwdriver stopped engaging in the screws."

Manufacturer narrative:
The affected device was not returned for investigation and the root cause for the event can therefore not be determined. Possible root causes may have been a pre-damaged screwdriver blade due to: inadequate screwdriver/screw head connection, too high bending forces, too high torque. Based on statistical eval no indication was found for any device related issue. The complaint is added to the complaint trend. If the product is located and returned later, the complaint will be re-opened and an appropriate investigation performed.